Event description:
Pt had peritoneal dialysis cath placed in 1999 - cath curl adult peritoneal. Pt attempted to use cath 1 week ago friday and unable to do so. X-rays determined cath was severed - pt scheduled for removal and replacement of catheter.